Event description:
It was reported that the output button could not be adjusted on the external pulse generator (epg). The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: it was noted that the printed circuit board (pcb) assembly and encoder switch were damaged. It was also noted that the lower case was cracked. The main pcb assembly was replaced due to the device displaying an error code and calibration failed.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, it was noted that the printed circuit board (pcb) assembly and encoder switch were damaged. It was also noted that the lower case was cracked. (B)(4).